Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the inspection results were evaluated as plausible. According to the event description, the tip of the sheath is broken off. During inspection, the phenomenon was reproduced. It was surmised that the reported damage was most probably induced by thermo-mechanical fatigue. It cannot be determined whether there was advanced wear and tear or pre-existing damage. Furthermore, it cannot be determined whether the final damage was triggered in the course of the procedure or during reprocessing. It was recommended to perform an exploratory x-ray or computed tomography in case there are doubts whether fragments of the insulating insert remained inside the patient, before using the product, the warning notices in the IFU should be followed to ensure a faultless condition of the product. See especially chapter 4: ¿warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ a review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the resection sheath, to olympus repair center for evaluation of a broken ceramic tip that was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Device evaluation found broken tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Manufacturing and quality control review was performed for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.